Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced a high blood glucose value of 424 mg/dl at the time of the incident and 323 mg/dl at the time of the call. Troubleshooting was performed and the customer stated that the auto mode was not active at the time of the incident. No harm requiring medical intervention was reported. The product will be not returned for analysis.